Event description:
The patient was admitted to critical care ICU. The device was interrogated. Noise and high high voltage lead impedance were observed on the egms. It was also noted that the device failed to convert the patient's rhythm. The patient was placed on life support and the device was programmed off. It was later reported that the patient was removed from all life support. The patient later expired.